Manufacturer narrative:
B2, b5: updated.

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The implant was challenging and required deeper access into the chicken wing-shaped laa. After several attempts, the implanting physician achieved an acceptable position and device was implanted. The echocardiographer then noted a pericardial effusion (pe). The patient was monitored for 10 minutes and subsequently underwent a pericardiocentesis and drained 500cc of blood. The patient was transferred for surgical intervention. It was noted there was a small tear which was closed. The device remained implanted. No additional information is known at this time. It was further reported that the patient died of respiratory failure 9 days post procedure in the same hospital the procedure was performed. Boston scientific has been unable to obtain further information despite good faith efforts.

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The implant was challenging and required deeper access into the chicken wing-shaped laa. After several attempts, the implanting physician achieved an acceptable position and device was implanted. The echocardiographer then noted a pericardial effusion (pe). The patient was monitored for 10 minutes and subsequently underwent a pericardiocentesis and drained 500cc of blood. The patient was transferred for surgical intervention. It was noted there was a small tear which was closed. The device remained implanted. No additional information is known at this time.